Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 as no event date was reported. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff as being used in a percutaneous nephrolithotomy procedure. The procedure date is unknown. During the procedure, the coating came off the wire. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.